Event description:
It was reported to philips that the wireless foot pedal was broken.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room.  Philips has initiated a medical device correction z-0649-2022. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.